Manufacturer narrative:
A ge service representative performed an on site investigation. The power adapter was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.